Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was not clear. Customer stated insulin pump had received an unspecified error on screen but they were unable to see it because the screen was not clear. Customer stated insulin pump was not dropped or bumped neither exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.